Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the size of the device fragment was 0.7mm in length and 0.8mm in diameter and reportedly did not have sharp edges. The pt had been discharged from the hosp in (B)(6). The subject device was returned to the original equipment MFR (OEM) for eval. The eval found that the pins of the grasping portion of the device had been broken. The mfg history of the device was reviewed, and no irregularities were noted. The OEM concluded that the distal end of the subject device broke due to excessive force applied to the grasping portion of the device in the attempt to opening it further. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic laparoscopic ureterolithotomy procedure, the grasping portion of the subject device stopped working and upon withdrawing the device from the pt, the pin of the grasping portion was absent, and believed to have fallen off. The users reportedly searched for the fragment during the procedure but was unable to locate it. An x-ray was said to have been performed following the procedure, but the location of the device fragment could not be determined. There was no pt harm reported.